Event description:
It was reported that during an initial procedure, one (1) reamer and two (2) screwdriver tips were fractured, and a lag screw retaining shaft would not thread properly to the lag screw. The correct surgical technique was used. No complications, injuries, surgical interventions, or foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports: 0001822565-2024-00538; 0001822565-2024-00539. D10: concomitant medical products, part number (lot number): 00249003562 (64580970); 00249003572 (65167222); 00249000353 (63272894). G2: foreign - the event occurred in south africa. E1: full establishment name - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and an assessment of this event will be performed by MFR number 9613350.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and an assessment of this event will be performed by MFR number 9613350. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.